Event description:
The customer reported the system failed to produce fluoroscopy x-ray. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries required a replacement. Waiting on customer approval for repairs.